Event description:
The surgeon implanted distraction rods on both sides of the ramus.on the second day of distraction treatment, the surgeon noticed breakage on the left side of the distraction rod. Patient was revised.

Manufacturer narrative:
Summary evaluation: evaluation results as received from howmedica leibinger gmbh indicate that this type of failure is typical whe the cardan joint is bent excessively. Failure reasons related to material or manufacturing were not detected.